Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged pump error 130 alarm/keypad unresponsive/button error alarm/frozen screen found on (B)(6) 2021. All the buttons functioned properly and no frozen display noted. Device was received with pump error 38 alarm during rewinding. Unable to verify keypad unresponsive/button error alarm, pump error 130 alarm or perform the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to pump error 38 alarm. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history file/ trace found (32) pump error 130 alarms in the event date of (B)(6) 2021 started from 12:34 pm to 1:34 pm. No stuck key alarm found in the history files or traces. Device was cut open to perform visual inspection and found moisture damage found inside battery tube and found jammed motor gearbox. The j1 connector on electrical board 1 was locked properly during visual inspection. The force sensor measurement was within spec range (22.9mv). Pump passed the keypad voltage test. Swapped out test motor and unit passed the rewind test. Confirmed that pump error 38 alarm due to jammed motor gearbox. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window. Frozen display was not confirmed. Unable to verify keypad unresponsive/button error alarm, pump error 130 alarm due to pump error 38 alarm. Pump error 38 alarm due to jammed motor gearbox. Moisture damage found inside battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Insulin pump had frozen screen customer was not able to advanced or go to menu. Customer stated they were not able to clear the alarm. The buttons were not responding even after battery changed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.